Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 110) was confirmed in the patient data flags, however was unable to be duplicated. Upon investigation, contamination was found on the j502 pca board, jtag table board and the j1002aa & j1003aa components on the defibrillation board, potentially causing intermittent failures. The root cause for the contamination was ingress of an unknown contaminant. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. No adverse event resulted from the damaged monitor.

Event description:
A u.s. Distributor returned a monitor and reported monitor delivered a monophasic pulse.